Event description:
It was reported the pt is experiencing pain at the ipg site due to the location of the ipg. Surgical intervention was taken and the physician repositioned the ipg. The pt reported effective stimulation coverage postoperative.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.